Event description:
It was reported the pt was admitted to the hospital after developing unilateral facial paralysis and drooping. An MRI was performed for diagnostic reasons. Post MRI, the pt became lethargic and had visual hallucinations. The hcp attempted to interrogate the pump and noted two separated motor stalls and recovery. The interrogation also noted a simple continuous rate was being infused. The concentration, dose, and drug in the pump were not reported. No pt outcome was reported. Add'l info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
(B)(4).